Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while conscious during use of a deck brush. Outpatient testing reproduced oversensing during the same activity while the device was programmed to the secondary sensing vector. The primary vector was unsuitable due to low signal amplitude, and the alternate vector also demonstrated oversensing. No programming changes were made, and the patient was advised to continue with the current settings while exercising caution during daily activities. The device remains in service. No adverse patient effects were reported.